Event description:
It was reported that during an unknown procedure, the surgeon used the device to make bowel end to end anastomosis. After the anvil was snapped to the trocar, the surgeon turned the closing knob to close it together but the anvil and trocar could not close to each other so he changed to use a new one and it worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no anvil was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the issue is anvil and trocar cannot snap. When the surgeon turned closing knob to close it together , it cannot close and it seems like anvil and trocar loose off to each other. So the surgeon changed/replaced to a new one (second one) but use the same/first anvil.